Event description:
It was reported that a foreign body was detected during angiography. The object appeared to be a piece of catheter in the left pulmonary artery. It is believed that the piece of catheter is from a previous surgical procedure in 2003. An arrow multi-lumen catheter was used during this procedure for CABG, aortic root reconstruction with aortic valve replacement. Other MFR's catheters were also used. The piece of catheter has been removed and there were no pt complications.